Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to small hole found in the tubing leading to the scrotal pump the patient had his artificial urinary sphincter (aus) removed and replaced. It was further explained the physician "believes this is most likely a manufacturing fault as this is not the location where sutures would have been passed."